Event description:
A malfunction was reported when the caller experienced an issue with a pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump and confirmed that the malfunction was resolved without recurrence. The customer was advised to continue using the pump and to contact support again if any further issues arise.